Event description:
During a mandibular osteotomy, a fissure burr, was in use in a dental drill. The tip of the burr broke off during use. Efforts to rescue the tip were unsuccessful; i.e. Straining suction contents, x-ray. Post-operative x-ray was negative.